Event description:
The pt was revised because of malalignment and loosening.

Manufacturer narrative:
Examination was not possible, as the prod was not returned. A search of the complaint database found no prior reports for this part and lot # combination. Provided info marked on the device experience report is marked that the prod is not suspected of failing to meet specs. The investigation could not verify or identify any prod contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the prod and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.